Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted: (B)(6) 2010 and dtba1d1 crt-d, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that during a follow up device check, the patient's lead had high impedance on the superior vena cava (svc) coil. The physician elected to reprogram the lead off. The lead remains inactive in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.